Event description:
Service was requested on this device based on a report of it not delivering medication. The facility reported that the situtation occurred during pt use but was not able to provide any details regarding the set-up of the device or the medication involved. The facility reported that there was no pt injury or adverse event resulting from this situation. Specific pt details were not provided by the facility. Attempts will continue to be made to get additional info from the reporting facility. Should any additional details become available a follow up report will be submitted.